Event description:
The customer reported that the system failed to power up to a usable state. No pt or user injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 62 c plug was evaluated and recommended for replacement. No conclusion can be drawn as further repair info is unavailable and no additional service info was provided.